Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdomen pain"), mobility decreased ("can not move"), pain ("pain"), headache ("headaches") and abdominal pain upper ("stomach pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failed essure". The patient's past medical history included pregnancy. She has not been tested for a nickel allergy,but cannot wear fake jewelry, which often has nickel in it,because it causes rashes and skin infections. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pregnancy with contraceptive device ("pregnant/confirmed an 8-week intrauterine pregnancy."). On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), device dislocation ("left sided essure® coil was not visible/there was a question about the right-side coil being present in the cornua."), mobility decreased (seriousness criterion hospitalization), pain (seriousness criterion hospitalization), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss") and arthralgia ("joint pain"). On an unknown date, the patient experienced headache (seriousness criterion hospitalization) and abdominal pain upper (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), device dislocation ("left sided essure® coil was not visible/there was a question about the right-side coil being present in the cornua."), mobility decreased (seriousness criterion hospitalization), pain (seriousness criterion hospitalization), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss") and arthralgia ("joint pain"). On an unknown date, the patient experienced headache (seriousness criterion hospitalization) and abdominal pain upper (seriousness criterion hospitalization). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. The patient was treated with surgery (underwent a laparoscopic tubal fulguration and transection). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, pelvic pain, device dislocation, mobility decreased, pain, menometrorrhagia and dysmenorrhoea outcome was unknown, the headache and abdominal pain upper outcome was unknown and the pregnancy with contraceptive device, alopecia and arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, arthralgia, device dislocation, dysmenorrhoea, headache, menometrorrhagia, mobility decreased, pain, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: final assessment no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment the medical events reported are not necessarily indicative of a quality defect. Lack of effectiveness is not necessarily indicative of a quality defect. Additionally, pregnancy may occur during any contraceptive use. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 27-oct-2017: potential legal documents received, new reporter ,product start date update and event added essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 13-jan-2014. The most recent information was received on 21-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain'), pain ('pain'), headache ('headaches'), mobility decreased ('can not move') and abdominal pain upper ('stomach pain') in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failed essure". The patient's medical history included pregnancy. She has not been tested for a nickel allergy,but cannot wear fake jewelry, which often has nickel in it,because it causes rashes and skin infections. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnant/confirmed an 8-week intrauterine pregnancy."), 7 months 23 days after insertion of essure. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced pain (seriousness criterion hospitalization), mobility decreased (seriousness criterion hospitalization), abdominal pain upper (seriousness criterion hospitalization), device dislocation ("left sided essure® coil was not visible/there was a question about the right-side coil being present in the cornua."), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), alopecia ("hair loss"), arthralgia ("joint pain") and genital haemorrhage ("abnormal bleeding") and experienced headache (seriousness criterion hospitalization). The patient was treated with surgery (underwent a laparoscopic tubal fulguration and transection). Essure treatment was not changed. At the time of the report, the abdominal pain, pain, mobility decreased, abdominal pain upper, device dislocation, pelvic pain, dysmenorrhoea, menometrorrhagia and genital haemorrhage outcome was unknown, the headache outcome was unknown and the pregnancy with contraceptive device, alopecia and arthralgia had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The reporter considered abdominal pain, abdominal pain upper, alopecia, arthralgia, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menometrorrhagia, mobility decreased, pain, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient has not been tested for a nickel allergy, but cannot wear "fake" jewelry, which often has nickel in it, because it causes rashes and skin infections. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: viable 8-week intrauterine pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032868) on 13-jan-2014. The most recent information was received on 28-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain'), pain ('pain'), headache ('headaches'), mobility decreased ('can not move') and abdominal pain upper ('stomach pain') in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failed essure". The patient's medical history included pregnancy. She has not been tested for a nickel allergy,but cannot wear fake jewelry, which often has nickel in it,because it causes rashes and skin infections. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnant/confirmed an 8-week intrauterine pregnancy."), 7 months 23 days after insertion of essure. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced pain (seriousness criterion hospitalization), mobility decreased (seriousness criterion hospitalization), abdominal pain upper (seriousness criterion hospitalization), device dislocation ("left sided essure® coil was not visible/there was a question about the right-side coil being present in the cornua."), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), alopecia ("hair loss"), arthralgia ("joint pain") and genital haemorrhage ("abnormal bleeding") and experienced headache (seriousness criterion hospitalization). The patient was treated with surgery (underwent a laparoscopic tubal fulguration and transection). Essure treatment was not changed. At the time of the report, the abdominal pain, pain, mobility decreased, abdominal pain upper, device dislocation, pelvic pain, dysmenorrhoea, menometrorrhagia and genital haemorrhage outcome was unknown, the headache outcome was unknown and the pregnancy with contraceptive device, alopecia and arthralgia had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The reporter considered abdominal pain, abdominal pain upper, alopecia, arthralgia, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menometrorrhagia, mobility decreased, pain, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient has not been tested for a nickel allergy, but cannot wear "fake" jewelry, which often has nickel in it, because it causes rashes and skin infections. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: viable 8-week intrauterine pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: event abnormal bleeding added. After internal review, company causality for events "can not move" and "stomach pain" was updated to unrelated, events thus downgraded to non-serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.